Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in type 11. Primary stability was achieved. Osseointegration was not achieved. The clinician reports the implants did not osseointegrate. The implant was removed on (B)(6) 2011. Medical history: diabetes mellitus.